Manufacturer narrative:
H6: removed a090407 and e0138. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient(pt) reported the device was only working like 20% for their symptoms. Patient stated they went through about 8 pads a day and didn't see how it was working. Patient said they have already upped the stimulation from a .6 to a .7 and it seemed like it helped for a little bit. Patient mentioned they had a lot of pain and they were not sure if the device was put in right to begin with. Patient also mentioned they could feel the device right under the skin and it was not painful unless they sat back in the chair and push it to come in especially their recliner chair which they sits in all night and if after a while it starts to hurt or if they roll back and forth in bed because they sleep on their hips and they do that all night. If they roll too much without almost lifting their hips up off the bed it can hurt. Agent asked if patient has tried changing programs and patient stated they went through all 7 programs and none of them worked so they went back to the original program. Patient reported they were having severe pain at the site of the device and they didn't like having their whole bladder vibrate forever if they increase the stimulation. Pss offered to either adjust the stimulation or to change programs. Pss walked the pt through the pairing steps and the pt confirmed that they were able to adjust stimulation, but it was not comfortable at .8. Pss walked the pt through the steps of changing programs successfully and the pt stated that it felt like vibration but was not painful. The pt stated that it was not painful and declined to wanting to turn stimulation off. Pss reviewed to give the new program up to a week and to adjust according to their symptoms. The pt was upset that the ins had not been working well for them, and stated they wished they never got the device. Patient was very upset on how to use the equipment and stated that they were told my different agents on how often to use the equipment. The patient was redirected to their healthcare provider to further address the issue. Pss messaged the field to provide visibility on the callers situation.